Event description:
It was reported that the device was implanted in the pt in 2008. Two months later, the doctor noted that the band was broken. The pt was re-operated three months later, and the band was changed by another one. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/31/2008. Information anticipated, but unavailable at this time.